Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5ak35. Device evaluation summary: the analysis results showed that the cs40g device was received with the push rod bent and with a cartridge reload present. The reload was received with the washer uncut and void of staples. In addition, several staples were stuck on the washer and the washer and knife were noted to be damaged. No functional test could be performed due the condition of the device. It is possible that the cartridge was removed and reinserted incorrectly on the device while the push rod was not fully retracted, causing the cartridge to bend the push rod while the cartridge was reloaded into the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lower anterior bowel resection, the contour stapler, with green reload, clamped down on healthy, non-cancerous bowel tissue, like normal, fired then would not open. The handle would only open a small amount and would not release. The pin would also not retract back. The doctor had to request another contour stapler to fire distally from the first stapler, in order to remove the first stuck stapler. There were no patient consequences reported.